Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00161. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the housing, indicating that a leak had occurred. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor leaked from the ¿elastomer¿ broke and liquid spilled into the bottle. The event occurred ¿at the end of drug administration¿. There was no patient injury or medical intervention associated with this event. No additional information is available.